Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the 100 value properly on the display graph. The low suspend alarm working properly and no anomaly noted. The insulin pump had minor scratched lcd window, scratched case and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. Customer's blood glucose rose to over 400 mg/dl, but the sensor did not alarm them of a high. The mother did not state how the customer treated for their high blood glucose. The mother agreed to return the insulin pump for analysis.